Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: d4; g4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Operative notes were not provided; an xray was provided and reviewed by a healthcare professional. Overall fit and alignment of the implants appears normal. Bone quality appears normal. There are lucencies noted within the cement. This is a nonspecific finding with limited characterization due to lack of prior studies for comparative purposes. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00632005032 item name liner 20 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 62251814. Item# 00902603300 item name femoral head 32 mm diamter medium 7 mm neck length lot # 61780617 unknown stem. Foreign report source: (B)(6). The device will not be returned for analysis since the location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Patient fell approximately 5 years later and had the head and liner revised. Subsequently, patient was revised due to pain and loosening of the cup approximately 12 years after initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.